Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was not visible to the healthcare provider (hcp) after sliding back the sheath/shuttle. Only the wire was visible, and the advancer tube and sealant were still in the "big tube". There was no reported patient injury. The procedure was completed using manual compression. A 6f 10cm non cordis sheath was used. The procedure used a retrograde approach with arteria femoralis communis dextra access. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild to no tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user shuttled down completely. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device associated with the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged to the black handle and the stopcock was in the open position. A cordis mynx syringe was received detached from the device. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The sealant was observed exposed on the catheter shaft, while the advancer tube remained in its manufactured position. The sealant sleeve was fully retracted, and the balloon did not exhibit any abnormal conditions. No additional anomalies were observed during this analysis. Per functional analysis, balloon inflation and deflation were performed without issue. Because the sealant was received in an exposed condition, a full deployment test could not be performed. However, after manually removing the exposed sealant, a shuttle displacement evaluation was conducted and completed successfully. Following this step, the advancer tube was able to be fully deployed without impediment. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position with the sealant exposed on the catheter. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors possibly contributed to the issue experienced, such as an incomplete shuttling down of the shuttle (even though the user reported shuttling down completely). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible to the healthcare provider (hcp) after sliding back the sheath/shuttle. Only the wire was visible, and the advancer tube and sealant were still in the "big tube". There was no reported patient injury. The procedure was completed using manual compression. A 6f 10cm non cordis sheath was used. The procedure used a retrograde approach with arteria femoralis communis dextra access. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild to no tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. Other procedural details were requested but were not provided. The device will be returned for evaluation.